Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-07573, 3006705815-2019-02472. It was reported that the patient was not receiving adequate relief from the scs system. It was noted that the impedances were preventing patient from turning up amplitude. It was later identified in an x-ray that one of the extensions completely pulled out of the ipg header. In turn, surgical intervention was undertaken wherein both extensions were explanted and replaced. Postoperatively, the patient has effective therapy.